Event description:
Synthetic surgical mesh from a tvt procedure extruded into vagina. The tvt synthetic mesh was made by gynecare/ethicon/j&j. A hysterectomy, right salpingo oophorectomy and tvt procedure was done at the (B)(6) hospital in (B)(6) 2006. The vaginal mesh extrusion was discovered by the patient on (B)(6) 2010. The surgeon did not tell the patient he did a tvt procedure for urinary stress incontinence; the patient believed she was having a burch suspension. Patient was not told that a tvt procedure was done instead.